Manufacturer narrative:
Concomitant products: d274trk crtd, implanted: (B)(6) 2009; 693558 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited rising thresholds and no capture. It was also reported that the high thresholds and no capture were related to the patient's anatomy. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.